Event description:
Caller (mother of patient) alleged discrepant results compared with the doctor's point-of-care (poc) and the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.4, doctor's poc: 2.7, lab: 2.7. Patient's therapeutic range: 2.5-3.0 inr.

Manufacturer narrative:
Investigation pending.